Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the waa providing therapy when the pain occurred and patient experiencing heat sensation/shock have been ruled out as potential causes. However, migration was confirmed and the patient reported reaching their hand up and moving a lot post-op. The stimulator is used to treat pain. The cause of the pain is due to migration. However, the cause of the migration is due excessive twisting or stretching as the patient reached their hand up and moved a lot pot-op (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported pain from their shoulder down to their hand. The patient was instructed to turn the device off for 24 hours. Migration was confirmed. However, reprogramming attempts were made and the patient is receiving therapy again.